Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a procedure, the xenon light source used along with video system center could not be switched to olympus narrow band imaging ¿nbi¿ and the screen blacked out. The procedure was cancelled. There were no reports of patient harm.

Event description:
It was reported that the procedure was an upper gastrointestinal endoscopy screening examination. No additional procedures and no hospitalization reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to contributing factors from the combined device failure. However; the exact root cause could not be determined. Olympus will continue to monitor field performance for this device.